Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: was surgery delayed due to the reported event? Yes. Was procedure successfully completed? Yes. Were fragments generated? Unknown. If yes, were they removed easily without additional intervention? Unknown. Patient status/ outcome / consequences: no. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown. Is the patient part of a clinical study: unknown. (B)(6). Device property of: none. Device in possession of: none. By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True. Replaced it with a new prolene 7/0, but it still broken in the middle during suturing. The occurrence repeated on the third suture. Finally, the doctor used a fourth suture with the same code and the same lot until the surgery was successful. This suturing should have used only 1 pcs of suture, but this time was forced to open for 4 pcs sutures. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. How long was the delay? Please specify in minutes. Was there any change in the patient¿s post-operative care due to the prolonged procedure? A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a vision surgery on (B)(6) 2025 and suture was used. During suturing, the suture broke in the middle. Then dr replaced it with a new suture of the same. Additional information has been requested.